Manufacturer narrative:
The biomedical technician opened the unit and found the speaker wire disconnected, and a capacitor broken off the board. The biomedical technician advised that the unit appeared to have been hit or dropped. Based on the information available and the testing conducted, the cause of the reported problem was the main board. The device was operational after replacing the main board.

Event description:
Philips received a complaint on the intellivue x3 indicating during evaluation and testing of the unit, the device had a speaker malfunction message. The device was not in use on a patient at the time the issue was discovered, so there was no patient involvement.